Event description:
I would like to report the following issue with the 14 day cgm free style libre system by abbott. With the 10 day system, the libre readings were for me well aligned with blood glucose stick readings as well as glucose readings and hba1c obtained by venipuncture in clinical labs. With the 14 days system, 2 out of the 4 sensors I have used so far over the 14 day period gave grossly false readings; discrepancy with the actual venipuncture or glucose stick value increased with higher actual glucose levels, with a medium discrepancy of 52.6 mg/dl, ranging from as little as 20 up to 130 over a series of about 55 parallel measurements taken over some 25 days, including measurements taken when the reader did not indicate that the value may be false and should be confirmed with a blood test. As an illustrative example: fasting blood test by venipuncture gives 128 mg/dl, parallel one touch ultra glucose gives 126 mg/dl and parallel free style libre gives a value of 180 mg/dl. These false high readings put me at risk of over-medicating with oral anti-diabetic drugs (with risk of hypoglycemia); they also defeat the purpose of the cgm as I could not at all rely on the info provided by two of the four 14 day sensor used so far and necessitated double expenses by using glucose sticks to obtain reliable readings and guidance for medication, exercise and food intake. Questions: are such consistently false readings over the life-time of a 14 day sensor acceptable standard for FDA? Should there not be qc in the mfg process by abbott that avoids such high variations and ensures that 14-day sensors from different mfg batches operate with an acceptable margin of error? Clearly, two of my four sensors worked very well consistently (defined as giving reliable readings) while the other two did not; is this an issue that should be pursued by the FDA with the MFR abbott as part of pharmacovigilance for a home-based diagnostic that guides pt treatment decision? If of interest, I have a range of data - along with serial numbers of one functional and two aberrant 14 day sensors that I can share with you. Also, upon contacting customer service at abbott to discuss the issue I was told that: "the issue is that the two sensors did not adapt to my body." I found no reference in any of the manuals, pt label or elsewhere that sensors may not adapt to bodies and what body features may put a pt at risk for sensor not adapting to the pt's body. Also, that issue did not happen with any of the 10 day sensors I used for a year nor the first two 14 day sensors - from a different mfg batch as the different expiration dates. "When wearing a bandage to protect the sensor I loose warranty." I affix all sensors with a durable bandage to prevent them from falling off during yoga or swimming over the course of their 10 or 14 day life-time. Again, I failed to find such info in the pt label info. "If the problem persists, even with a new sensor and a new reader, I should discuss alternative options with my endocrinologist and no longer use the abbott system as the sensor does not adapt to my body." Please note that abbott did replace the malfunctional sensors at no cost in response to my complaints. Thank you for your advice and help in advance. Sincerely, (B)(6), m.d. I can provide a series of approx 50 parallel measurements as excel file. The above data reflect free style libre (180), venipuncture in clinical lab (128) and one touch ultra glucose stick (126) - all taken at the same time, fasting. FDA safety report ID# (B)(4).